Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 22g 8cm power glide product utilized for midline insertion in the patient's left basilic vein utilizing ultrasound for placement. The equipment was checked by the clinician prior to use. The clinician was able to advance the guidewire without appreciating resistance. When the clinician attempted to advance the catheter, resistance was appreciated. The clinician then removed the device and the catheter was noted to be short. The x-ray confirmed a retained foreign body. The patient had a procedure the following day requiring general anesthesia to retrieve the retained portion of the catheter and guidewire. Patient required an x-ray and ultrasound studies to evaluate for the retained foreign body. The patient required general anesthesia and had a procedure completed in ir to remove the foreign body.

Event description:
It was reported "22g 8cm power glide product utilized for midline insertion in the patient's left basilic vein utilizing ultrasound for placement. The equipment was checked by the clinician prior to use. The clinician was able to advance the guidewire without appreciating resistance. When the clinician attempted to advance the catheter, resistance was appreciated. The clinician then removed the device and the catheter was noted to be short. The x-ray confirmed a retained foreign body. The patient had a procedure the following day requiring general anesthesia to retrieve the retained portion of the catheter and guidewire. Patient required an x-ray and ultrasound studies to evaluate for the retained foreign body. The patient required general anesthesia and had a procedure completed in ir to remove the foreign body. Additional information received: 3. A detailed description of the event: a 22g powerglide midline insertion attempt was unsuccessful. The provider met resistance and upon retracing the catheter, noted the catheter to be short. 4. How was the break and/or retained segment discovered? Are radiographic images available? X-ray, ultrasound. 5. Did the patient require surgery to remove the broken piece? Yes. 6. Were all the missing/broken pieces retrieved and accounted for? Yes. 7. What type of imaging was used to verify broken piece in patient? Are pictures available? X-ray and ultrasound. 9. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter is confirmed. One 8 cm powerglide pro catheter was returned for evaluation. A complete break in the catheter was observed 2.7 cm from the proximal end. The guidewire was present passing through the distal broken section of the catheter. Microscopic observation of the distal end of the guidewire revealed the weld tip to be intact. The break in the catheter was observed to be angled which is consistent with puncture damage from the needle bevel. Multiple steps in the break surface were observed. A portion of the catheter was observed to be wrinkled due to retraction of the guidewire against resistance. Based on the characteristics of the damage present on the returned sample, the fracturing of the catheter appears to have been caused due to retraction of the guidewire against the bevel; therefore, the complaint is confirmed. A lot history review (lhr) of refw4299 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.